Event description:
Pt status post prodisc-c implantation, level unk, on an unk date returned to surgeon complaining of neck pain. The level of the pain was about the same as before implantation. Pt is scheduled for a removal on (B)(6) 2012. Add'l info has been requested.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.